Manufacturer narrative:
(B)(4) - adhered to wound. The patient was not under clinical guidance on how to treat the wound. The visual evaluation of the device revealed that the device was manufactured prior to the manufacturing responsibility being transferred to systagenix wound management (manufacturing was relocated from a facility that is now closed). The device has expired, therefore, further product evaluation is not applicable.

Event description:
It was reported that the patient found a transparent dressing in their medicine cabinet and used it to cover a small open wound near their ankle. Upon removal of the dressing, the wound and surrounding skin was torn. The patient then went to a health care facility and was treated with multiple wound dressings and silver sulfadiazine ointment for a period of 3 weeks. The wound is now completely healed.